Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-comformances. When the device was returned to mmdg for investigation, the strain beams were out of calibration, causing the up occlusion alarm to fail. The device was serviced to correct this issue.

Event description:
The initial reporter stated that pump was not alarming up occlusion as expected. They stated it failed to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).